Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: warnings & cautions: warnings: section: pre-support evaluation. Section: impella cp with smart assist catheter insertion. Section: axillary insertion of the impella cp with smart assist catheter. Section: use of impella with transcatheter aortic valves. ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional. Interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death."

Event description:
Us complainant reported there was consistent suction. The pump was removed and a clot was found. The patient¿s outcome is unknown.

Manufacturer narrative:
The investigation into low pump flow has been completed. The impella device was not returned for evaluation. Complaint device not returned for investigation. Data log reviewed: no motor current (mc) spike observed. Suction alarms are confirmed. Drop in mc observed without changing p-level. Based on the clinical data clot found upon pump removal for low pump flow issue. The cause of the low pump flow issue most likely was biomaterial ingestion. The failure mode (fm) thrombus removed as the root cause of the low pump flow issue fm cover this fm. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-20337. B1 should have been product problem only. H6 code 4440, 4614, and 4627 were reported incorrectly. New codes were added to health effect - clinical code and health effect - impact code.